Event description:
It was reported that the pt had revision surgery due to a lead discontinuity. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.